Event description:
It was reported that during the procedure in the moderately tortuous/calcifed distal right coronary artery for treatment of a 90% stenosis, pre-dilatation was performed using a 1.5x12 balloon at 12 atmospheres. A 2.5x28 rx xience v stent system was advanced to the target lesion with resistance and force was applied. The stent was deployed at 16 atmospheres at the target site. A distal edge dissection occurred. An additional 2.5x15 xience v stent was deployed to successfully cover the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.